Event description:
It was reported that during use with a bd vacutainer® k2e 3.6mg plus blood collection tubes the stopper was stiff and difficult to pierce. The following information was provided by the initial reporter: the above-mentioned batch of test tubes has too stiff material (rubber) in the stopper, which is punctured by the needle of the hematological analyzer. This causes the stopper elements to break off by the piercing needle and transfer these elements to the measuring chambers in the analyzer, which results in the lack of repeatability of determinations and the inability to perform blood count tests. The needle installed in the analyzer is, in the opinion of the service engineer, appropriately sharp, nevertheless it was experimentally replaced the needle and installed a new one, but the problem of crumbling of the stopper material remains.

Manufacturer narrative:
Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper coring as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2e 3.6mg plus blood collection tubes the stopper was stiff and difficult to pierce. The following information was provided by the initial reporter: the above-mentioned batch of test tubes has too stiff material (rubber) in the stopper, which is punctured by the needle of the hematological analyzer. This causes the stopper elements to break off by the piercing needle and transfer these elements to the measuring chambers in the analyzer, which results in the lack of repeatability of determinations and the inability to perform blood count tests. The needle installed in the analyzer is, in the opinion of the service engineer, appropriately sharp, nevertheless it was experimentally replaced the needle and installed a new one, but the problem of crumbling of the stopper material remains.